Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the sensor readings had not matched the blood glucose reading and had also received lost sensor alarms. The customer did not recall the blood glucose reading at the time of the event but had a low blood glucose 48 mg/dl. The insulin pump was not returned or replaced.